Event description:
It was reported that on (B)(6)2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for an implant using a 12f amplatzer amulet delivery sheath. Heparin was administered, and the patient's activated clotting time (act) levels was 280 seconds. During the procedure, the transseptal punction was difficult, but the device was successfully implanted. One hour after the procedure, the patient developed pericardial effusion in the right ventricle. The physician punctured the pericardial effusion. After the puncture, the patient's vital parameters started to improved. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion an hour after a procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no difficulty implanting the device, but the transeptal function was difficult. The physician believed that the effusion was caused by a non-abbott device. The patients activated clotting time was 280 which is within the recommended range for the procedure. Abbott requested for procedure imaging to review; this was not provided by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.